Event description:
Hcp reported patient experienced mass at t9 catheter tip which caused leg numbness and weakness, which lead to right leg paralysis. The mass was diagnosed with MRI. The patient was given high dose IV corticosteroids and the catheter was explanted. The mass was not removed. The patient completely recovered. The mass disappeard on 4-5 month follow up MRI. The pump is still implanted and a new catheter will be implanted.